Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was implanted in the left bundle branch, which is considered off label use and exhibited high pace impedance measurements remaining within normal range. This patient underwent a procedure in which this lv lead was repositioned. It was noted that the physician tried to place this lv lead back into the lbb which did not work. This lv lead remains implanted and in service. No additional adverse patient effects were reported.